Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint of the z6ms system error message was investigated. The most probable cause of the issue was determined to be gastro flex thermistor trace crack and open due to insufficient gastro flex reliability; this is related to design. Changes to the gastro flex thermistor trace width, cable assembly design, and gastro flex stiffener were implemented through a CAPA.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was sedated and while in the middle of undergoing a transesophageal echocardiography (tee) procedure, the transducer displayed a usacquisitionhw_31 error message (temperature monitoring error). The doctor pulled out the probe from the patient's esophagus. The system was rebooted several times; however, the error kept showing on the screen immediately when the system identified that the probe is connected. The tee was not repeated due to the inability to continue working with the probe and the procedure was cancelled. There was no patient adverse event reported. No additional information was provided.